Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high pacing impedance, unstable capture threshold, and r-wave sensing variation on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences reported.